Manufacturer narrative:
There are multiple patients all information is provided in the article. This report is for an unknown constructs: pfna-ii/unknown lot. Part and lot number are unknown; UDI number is unknown. Implant date is between 2003 and 2016. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
This report is being filed after the review of the following journal article: lee, y.k. Et al. (2018), risk factors of fixation failure in basicervical femoral neck fracture: which device is optimal for fixation?, injury, vol. 49, pages 691-696 (south korea). The purpose of this study was (1) to evaluate the rates of fracture site collapse and fixation failure, and (2) to determine risk factors of fixation failure in basicervical fnf after internal fixation. Between 2003 and 2016, a total of 69 patients (17 males and 52 females) with a mean age of 81.3 years (range 63-92 years) were included in the study. 40 patients were treated with a proximal femoral nail antirotation-ii system (pfna-ii, synthes, solothurn, switzerland). After discharge, patients were routinely followed up at 6 weeks, 3 months, 6 months, and 12 months postoperatively and annually thereafter. The article did not specify which of the devices were being used to capture the following complications: 8 patients died. Collapse at fracture site occurred in 18 hips between 16 days and 6 months after surgery. An (B)(6)-year-old female patient had a fracture site collapse in the proximal femur at 6 months postoperatively. This report is for a proximal femoral nail antirotation-ii system (pfna-ii, synthes, solothurn, switzerland). This report is for one unknown constructs: pfna-ii. This is report 2 of 2 for (B)(4).